Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was located in a distal left anterior descending artery. A 2.25x28mm taxus liberte' atom stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed by dilating the lesion again and implanting another taxus liberte' atom stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. Rows 1 and 2 at the proximal end of the stent were raised distally to the stent. The tip of the device was slightly flared. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was located in a distal left anterior descending artery. A 2.25x28mm taxus liberte' atom stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed by dilating the lesion again and implanting another taxus liberte' atom stent. No patient complications were reported.